Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The company service representative noted the reported event appeared to be an intermittent issue. The company service representative stated after a prolonged observation the event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on july 16, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).